Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of near-fatal pulmonary embolus was scheduled for placement of an inferior vena cava (ivc) filter prior to a colon resection. The right common femoral vein was accessed percutaneously and a wire was placed up into the ivc without any difficulty. An 8-french sheath was placed into the ivc and an inferior venacavagram performed demonstrated the level of the renal veins as well as the iliac bifurcation. The filter was passed up into position and deployed in an incorrect position. A retrieval device was placed through the left groin and the filter was removed in the standard fashion. Another filter was placed in appropriate position in the infrarenal vena cava. It was deployed satisfactorily, and an inferior venacavagram confirmed perfect placement. The sheaths were removed from the groins and single hemostatic stitches were placed in the groins. The patient tolerated the procedure well. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation and images were not provided for review. Medical records were provided and reviewed. During filter deployment, the filter was passed into position and deployed in an incorrect position. The deployed filter was removed and another filter was deployed in the appropriate position. Therefore, based on the medical records the investigation is confirmed for a positioning issue as the first filter was deployed in an incorrect position. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warning: delivery of the g2 filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: it is very important to maintain introducer patency with a saline flush to prevent occlusion of the introducer, which may interfere with delivery device advancement. Care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. Do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. During a vena cava filter deployment procedure for a patient with a history of pulmonary embolism, the filter was deployed in an incorrect position. The filter was removed in the standard fashion with a retrieval device and another filter was placed and deployed in appropriate position in the infrarenal vena cava. An inferior venacavagram confirmed perfect placement. The patient tolerated the procedure well. There was no known impact or consequence to the patient.